Event description:
Sales rep (B)(4) reported on behalf of the customer that during a primary triathlon total knee replacement the device broke. He added that a second tray was available so that there was only a minor delay to the surgery. No adverse consequences reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.